Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Additional information received indicates this device is no longer reportable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.